Event description:
As reported by the d.e.s. Cover registry, this pt had elevated serum markers following the index procedure and a myocardial infarction. This pt presented to cath with ischemia/silent ischemia. Lv ejection fraction was 60%. Pre-procedure medications included aspirin and statins. Intra-procedure medications included unfractioned heparin, beta blocker, thrombin inhibitors, plavix (clopidogrel of 600 mg). Pci was performed on an 80% de novo lesion in the mid lad of 30 mm in length in a 2.75 mm diameter vessel. The lesion had little to no calcification. Timi iii flow was recorded pre-procedure. The lesion was pre-dilated with an unk balloon at unk atm before deploying a 2.5/18 mm cypher stent (catalog and lot numbers unk) at unk atm. A second cypher stent 2.5/23 mm (catalog and lot numbers unk) was deployed next in an overlapping manner at unk atm.